Manufacturer narrative:
(B)(4) g2: foreign - event occurred in germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a primary total hip arthroplasty. During the procedure, the surgery attempted to further advance the femoral stem to correct excessive leg lengthening which resulted in a fissure of the femoral shaft. The stem was removed, and cerclage cables were placed around the shaft. Upon inspection of the explanted stem, the surgeon noted damage to the stem coating; therefore, a new stem of the same size was used. The procedure was completed without further complications. Diligence is completed and no further information on the reported event has been provided.